Event description:
Device issue: dislodged stent (2nd promus). Time of device issue: during the procedure. Adverse event: embolized stent and intervention to retrieve. It was reported that a 3.0x15 otw promus encountered difficulty advancing due to poor guide catheter support. There were multiple exchanges of the guide wire and removal of the stent delivery system. At some point the stent embolized and dislodged. The stent was successfully removed using a guide wire and non-abbott balloon catheter. There were no reported adverse pt sequelae. No add'l info was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: eval of the returned device found the stent implant had dislodged from the balloon and was located on a non-abbott guide wire. The entire length of the stent implant was mangled and in a ball. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the stent delivery system (sds). There were two non-abbott guide wires and a non-abbott balloon catheter returned inserted through a guiding catheter attached to a introducer sheath and to a rhv. There was blood visible on all devices returned and in the guiding catheter, the introducer sheath, and in the rhv. There were offset coils and a kink in the tip of the competitor's guide wire where the dislodged stent was located. There was no damage noted to the guiding catheter or the rhv. The distal end of the introducer sheath was jagged and slightly folded inward. The outer diameters of the stent implant could not be measured due to the damage noted. Stent dislodgement during the procedure can be influenced by many factors, including, but not limited to improper or inadequate crimping at the time of manufacture, improper technique and handling during sheath removal and preparation for use, or interaction with the pt anatomy, lesion and/or accessory devices. In this case, crimp marks were noted on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, there were no reported issues during removal of the protective sheath or preparation for use. The entire length of the stent implant was mangled in a ball. The outer diameters of the stent implant could not be measured due to the noted damage. Reportedly, the promus sds was removed several times (reported re-insertion) and the vessel was tortuous and heavily calcified. Based on the reported info, the multiple re-insertions of the stent and interaction with the difficult anatomy likely contributed to the stent becoming damaged, mangled, and eventually, dislodged. Damage to the competitor guide wire is likely attributed to interaction with the mangled stent, and it is unk how or whether the introducer sheath damage is related to the reported complaint. Based on the investigation findings, the reported stent dislodgement, which was successfully removed by a non-abbott guide wire and balloon catheter appear to be related to the reported re-insertion and operational context in the use of the device. A review of the device history record did not produce any findings relevant to this report. All stent delivery systems are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.